Manufacturer narrative:
(B)(4). Concomitant liner information is to large to submit in concomitant section. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that the patient had a dislocation of the femoral head from the duraloc constrained acetabular liner. The duraloc acetabular shell, liner, and the femoral head were revised to a pinnacle shell with a 40id liner and femoral head. No surgical delay noted. Doi: 2004. Dor: (B)(6) 2020. Right hip.

Event description:
Additional information received indicated that the constraining ring of the constrained liner was off, disassociated, and was noted to be hanging around the neck of the stem as per the provided x-rays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. It was not possible to confirm the reported dislocation event. Provided x-ray images have been reviewed and a dislocation event is not depicted. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.